Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose was elevated (280-320 mg/dl). Customer treated elevated levels by delivering a bolus via the pump. Healthcare provider recommended adjusting the pump basal rate to address the issue.